Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned excel t-handle confirmed the reported complaint. The female hudson end appears to be heavily damaged with deep grooves in the metal. No evidence was found suggesting product error was a contributing factor. The root cause is attributed to misuse and/or wear out from frequent, heavy use. The date code cv0205 indicates that the instrument was manufactured in february 2005. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
T-handle is stripped.